Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) had isolated dropped beats due to p waves not followed. This is a known device behavior which occurs once per hour at the time that the egm amplifier is turned on/off by the reference egm collection. The sensitivity on the device was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.